Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the dc freestyle libre sensor detached after 8 day of wear. Customer further reported experiencing fatigue and self-injecting with glucagon. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Adverse event/product problem ) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported the dc freestyle libre sensor detached after 8 day of wear. Customer further reported experiencing fatigue and self-injecting with glucagon. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the serial number provided was deemed to be invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all fs libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  A tripped trend review was completed for the reported complaint and the investigation concluded that there were no product nonconformances. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported the dc freestyle libre sensor detached after 8 day of wear. Customer further reported experiencing fatigue and self-injecting with glucagon. No further treatment was reported. There was no report of death or permanent injury associated with this event.